Event description:
Device malfunction: none. Symptoms/ae: leg pain, artery occlusion. Time of symptoms/ae: one month after vessel closure. It was reported that a physician achieved arteriotomy closure in the common femoral artery after an interventional peripheral procedure. Reportedly, after uneventful vessel closure a month ago, the pt developed pain in the closure leg. An angiogram performed revealed an occlusion of the artery, which was treated and resolved with percutaneous transluminal angioplasty. Though requested, no additional info was available.

Manufacturer narrative:
The customer reported the device was discarded. The lot number was not identified; therefore, a device history record review could not be performed.